Event description:
Before an implant procedure, the device was noted in backup vvi mode. The device was not implanted and therefore, no adverse patient consequences occurred.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. The pacing, sensing, impedance, hv output, patient notifier was tested, and no anomaly was detected. The bvvi was caused by a watchdog error but the cause of the watchdog error could not be conclusively determined.